Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2020-00197. It was reported that the patient was experiencing high impedances. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient's fractured l1 lead on the left was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's fractured left l1 lead was explanted and replaced on (B)(6) 2020 to address the issue.